Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic doctor reported that a system message displayed indicating intraocular pressure function disabled during a vitreoretinal procedure. No patient harm reported. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and first for this issue. The device history shows the product was released per specifications. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).